Event description:
Philips received a complaint on the heartstart mrx indicating that the battery is depleted. There was no patient involvement. The customer worked with the rse. The customer verified that the battery was depleted. The customer was informed that service could no longer be completed on the unit as the device had reached end of life (eol). The heartstart mrx device and all associated service/support was discontinued on (B)(6) 2022.